Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b3, b5, b6, d1, d2a, d4, d6a, d6b, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: b.6.

Event description:
Patient reported left side rupture via mammogram. Healthcare professional additionally reported capsular contracture, baker grade iii. The device was explanted.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - rupture: observed broken device 3 assessed as unidentified (tear) opening, surgical damage and inconclusive - capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Event description:
Patient reported left side rupture via mammogram. Healthcare professional additionally reported capsular contracture, baker grade iii. The device was explanted.

Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.